Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4)

Event description:
Medtronic received information that nine days following the implant of this transcatheter bioprosthetic valve, the patient experienced episodes of dizziness. The electrocardiogram (ECG) showed bradycardia. The physician stated it was likely due to the progression of right bundle branch block (rbbb) and not the valve. The following day an ECG revealed intermittent complete heart block (chb). A second episode of chb was reported eleven days post-implant and a permanent pacemaker was implanted. No additional adverse patient effects were reported.